Manufacturer narrative:
Novocure opinion is that a contribution of the array placement to the skin laceration requiring medical intervention cannot be ruled out. The fall and dizziness were unrelated to optune gio therapy. Skin laceration is an expected event with optune gio device use (ef-11 0% and 1% ef- 14 optune arm).

Event description:
A 68-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On january 1, 2025, novocure was informed that the patient fell on (B)(6) 2024, hitting the back of her head, sustaining a skin laceration beneath one of the transducer arrays. As a result, the arrays were removed and optune gio was temporarily discontinued. The patient subsequently went to the emergency room (ER), where the laceration was closed with medical glue. During review of the medical record received by novocure on january 16, 2025, it was noted that the patient experienced additional falls since the beginning of (B)(6) 2025, that the neurologist suspected were related to dizziness secondary to low blood pressure. Attempts to contact the prescribing physician for additional information were made, but no response was received.